Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-1429. The pt has two scs ipgs implanted. We are reporting on both since we do not know which one has the issue. It was reported the pt is unable to communicate with or charge her left side ipg. A replacement charger and programmer were unable to resolve the issue. Surgical intervention is pending to address the issue.

Manufacturer narrative:
This ipg serial number was including in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.